Manufacturer narrative:
Integra completed its internal investigation 11/10/2016. The investigation included: method: -DHR review, -visual examination. Results: the device history record for the unit(s) listed in this complaint under lot code/work order: 134084/(B)(4) on 09/16/15. No abnormalities relate to reported incident found nor where there any variances, mrr¿s or reworks associated with this lot/work order number. No service history on file. Engineering was able to confirm the customer complaint. The helicoil was received outside of the ratchet component. Conclusion: the helicoil displacement issue reported on the returned devices was able to be partially confirmed by integra engineering. CAPA has been opened to investigate this failure. The skull clamp¿s ratchet extension has a detailed assembly instruction that outlines the process of installing the helicoil. The last step in the work instructions requires the operator to use a ¾-16 thread gage to verify fit. All products in question were subjected to these quality controls during manufacture.

Event description:
It was reported that the heli coil was separated and had broken off from the ratchet extension. Additional information has been requested.